Event description:
It was reported that a homechoice device experienced a high drain 107 alarm. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. This occurred during continuous cycling peritoneal dialysis. The technical services representative (tsr) assisted the nurse in clearing the alarm and adjusting the settings on the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and there were no deviations found related to this reported condition during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.